Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the non-pacer dependent patient presented for a routine battery change. Upon interrogation it was noted that the pacemaker was in backup vvi mode. It was noted that the patient had experienced dyspnea and dizziness due to lack of atrioventricular synchrony. The device was explanted and replaced. Patient was stable.